Event description:
Report received from the USA stating that the device had an "air leak and low power." The device was being used in surgery. No patient or user injury were reported; however, it is unknown medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).